Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead experienced a syncopal episode of unknown cause. Review of stored device memory noted several high atrial events, however, he device was noted to be programmed vvi. The device was reprogrammed ddd and high atrial events continued to be observed, however, the device did not atrial tachy response (atr) mode switch as expected. Boston scientific technical services (ts) reviewed and discussed that that there were several premature atrial contractions, however, there were not enough to trigger an atr mode switch. Additionally, noise and oversensing was observed on the ra channel that was consistent with respiratory rate trend oversensing. Ts discussed progarmming rrt off. No additional adverse patient effects were reported. This product remains implanted and in service.